Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. Troubleshooting was performed. The customer stated that events leading to her admission were chest pain, lethargic, and excessive thirst. The customer mentioned that the insulin was leaking from the infusion set, and she changes them every three to four days. Ran a fixed prime test and passed. Advised the customer to call back when the tubing clamping arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.